Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation because the mss was unable to contact the reporter or pt by phone. The reporter provided the following info: the product issue started a few months ago. She was unable/unwilling to provide the specific date. After the product issue started, the pt was sweating, became unaware, and had no balance. The pt was using an insulin pump. On (B) (6) 2010, a pt blood glucose reading of 289 was obtained on the lfs product. A lower, unspecified reading was obtained on a hosp meter within 30 minutes. Info was not provided as to whether the pt experienced symptoms while in the hosp. A health care professional decreased the pt's basal rate of insulin. A control solution test was not performed because the reporter and/or pt denied having control solution. The pt's product was replaced. This complaint is reported because the reporter alleges that the pt received inaccurately high readings on the lfs meter. The pt uses an insulin pump and is presumed to have taken insulin according to the blood glucose readings. The reporter alleges that the pt experienced sweating and decreased awareness after the product issue started. The pt's symptoms are suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.